Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a month after the implant procedure, the right ventricular lead exhibited high threshold due to perforation. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported event of high threshold was not confirmed in the laboratory. A stiffness test was performed and the results were within specification. Analysis was normal. No anomalies were found.